Event description:
(B)(4).

Manufacturer narrative:
The technician performed a full function and safety check and found no issues with the bed. The technician in-serviced the account on how to set the bed exit to resolve the issue.